Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noted that the distal tip of the jagwire guidewire was detached inside the patient exposing the corewire tip. The detached fragment was successfully removed using a balloon. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the jagwire guidewire found that the pebax section, partially detached exposing the corewire tip. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. All the outer diameter measurements are within specifications. The returned unit was consistent with the complaint that the distal tip detached exposing the corewire tip. Review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the most probable root cause is "undeterminable". A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noted that the distal tip of the jagwire guidewire was detached inside the patient exposing the corewire tip. The detached fragment was successfully removed using a balloon. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noted that the distal tip of the jagwire guidewire was detached inside the patient exposing the corewire tip. The detached fragment was successfully removed using a balloon. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 18, 2014: procedure date is (B)(6) 2014.

Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient is under 18 years old.